Manufacturer narrative:
Subject device is not available.

Event description:
In the cns neuroscience and therapeutics journal was reported that during a thrombectomy treatment of a left internal carotid occlusion (ica), the retriever fractured in the proximal middle cerebral artery. The fracture portion was successfully snared. No additional information is available.